Event description:
The complainant reported a patient in cardiogenic shock (stage e) from an acute myocardial infarction was planned for impella cp device implant for mechanical circulatory support and experienced purge fluid not detected alarms. A second impella cp device was eventually placed. However, the patient expired. The patient came in as an outpatient. Low ejection fraction of 19% noted prior to angiogram. Distal left main and proximal left anterior descending disease was noted. The physician decided to pause and bring patient back for intervention to plan the case. The patient developed 10 of 10 chest pain after ivus run. Thrombus was noted in distal left main during the picture and the patient rapidly decompensated, was emergently intubated and started on levophed. Mean arterial pressures were still 65 despite pressors. The patient started to code, and the physician decided to place an impella device and complete percutaneous coronary intervention to coronaries. An impella cp was primed, and the purge fluid not detected alarm noted multiple times despite taking the tubing in and out of the console / disconnecting and connecting the yellow connection. A new purge cassette was opened and attempted with the same automated impella controller (aic). Same alarms were noted. Device would not purge. Second aic powered on, connected and same priming process attempted with cp and second purge tubing without success. The physician requested a new impella cp catheter and aborted placing current impella cp. The impella cp pump 2 successfully primed. During cardiopulmonary resuscitation, successful insertion of impella cp pump 2 was achieved. Return of spontaneous circulation was achieved, and the percutaneous coronary intervention was able to be completed. One stent was placed in the left main and old stents were ballooned in the proximal left anterior descending artery. The patient was noted to be doing well and staff started weaning levophed. Prior to transferring to the unit, anesthesia was called to better sedate the patient. After propofol was administered, patient coded and could not be revived.

Manufacturer narrative:
Sections b5 event description, b6. Tests/lab data including dates and b7: medical history/preexisting condition were updated accordingly to provide complete details regarding the reported event. Patient-specific information a4 weight is unknown. Medical safety review: medical safety reviewed the event. This event describes a priming failure resulting in an alarm of "purge fluid not detected." A different impella cp was successfully primed and implanted. The first impella cp malfunctioned and delayed hemodynamic support for approximately 10-15 minutes. This is a death type of reportable event as dissociation cannot be made given the delay. However, the patient was in a pre-demise state at the time of the support and highly likely contributed most to an outcome of death. Regarding the second impella cp, it did not malfunction, and there was no report or indication of an associated adverse event. The second impella cp was in use during the patient's expiration but would not have materially contributed to the patient's demise. The patient doing well post procedure per the physician. To better sedate and after administration of propofol is when the patient coded and was unable to be revived. Change in reportability. Based on medical safety review, the type of reportable event was changed to death. Consequently, the following fields: b1 adverse event and/or product problem, b2 outcomes attributed, h1 type of reportable event, and h6 health effect clinica/impact codes and medical device problem code were updated or repopulated to demonstrate alignment with medical safety review accordingly. Note: h6 investigation: type, findings and conclusion codes and h6 component code remain unchanged.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the placement purge fluid not detected alarm noted multiple times despite taking the tubing in and out of the console / disconnecting and connecting the yellow connection. A new purge cassette was opened and attempted with the same aic. Same alarms noted. Device would not purge. Second aic powered on, connected and same priming process attempted with cp and second purge tubing with no luck. Md said to open a new catheter and abort placing current cp: this fixed the purge problem. Cp was implanted successfully.

Manufacturer narrative:
Investigation summary: analysis summary: purge fluid not detected: the pump and purge cassette were returned for investigation. No physical damage was observed on the returned product. The pump was then primed using the returned purge cassette without issue. The purge fluid was seen coming out from the purge gap and maintained steady pressure and flow rate for about 10 minutes during a test run. Data logs shows several "purge fluid not detected" alarms during case start, with purge pressure readings around 30 mmhg and pump flow at 0. No issues were found on the returned product. The cause of the purge fluid not detected issue was most likely due to unintentional user error during case start. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.